Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced impact at implant site and experienced a subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.